Manufacturer narrative:
The device was not returned to the MFR for physical eval. However, an investigation of the device mfg records was conducted by the MFR. There were no deviations or nonconformances during the mfg process. In addition, the batch record review confirmed the labeling, material, and process controls were within spec.

Event description:
A peritoneal dialysis (pd) nurse reported a pt was currently in the hosp with congestive heart failure (chf) during a follow up call. Medical records were requested.